Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: based on the information provided, the ¿left knee stiffness¿ experienced by the patient was likely a normal progression of the post-operative healing phase and not a failure of the s&n device. Information around the patient¿s post-operative rehabilitation prior to this mua is not available. Pre mua range was 0-45 degrees; post mua rom was reported as 0-125 degrees. Since there are no plans to do a revision, no further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient has history of left joint pain and decreased range of motion before primary total knee replacement. One month after surgery, patient had a manipulation under anesthesia due to knee stiffness.